Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing red heart alarms and was in route to clinic. Preliminary review of log files sent into the MFR confirmed that the pump was unable to maintain the set speed along with pump stoppage, indicative of a percutaneous lead issue. An x-ray of the internal percutaneous lead was reviewed and found to be unremarkable. In troubleshooting, the following day, an electrical continuity test was performed on the percutaneous lead by the manufacturer's technical service person, and all testing passed. Further inspection located a reproducible percutaneous lead, short to shield, at the distal end of the bend relief. A distal end percutaneous lead replacement was performed. The pt then exercised upper body and the remaining original portion of the external percutaneous lead was manipulated with no occurrence of pump stops or alarms. The pt was discharged and sent home later that day with a grounded 14v power module pt cable.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.